Event description:
The customer reported that while the iabp was in use on a patient, the iabp displayed a rapid gas loss alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
A company service representative verified the reported alarms in the fault log; however, he was unable to duplicate the reported problem. As a precautionary measure, the drive assembly (part number (B)(4)) was replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer.